Event description:
The device was placed without problems, the device was removed cause of clogging. When removed the peg with traction, the tube was disconnected from the dome and was left in the stomach and hopefully it will pass in the stool.